Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with infectious conjunctivitis on right eye. Topical steroid dosage was increased to resolve the symptoms. There was loss of best corrected visual acuity (bcva) noted on (B)(6) 2017. The patient complained of feeling like something is stuck in the right eye, blurry vision and double vision that doesn't seem to improve. On (B)(6) 2017 patient stated excellent vision in both eyes with no pain but with minor light sensitivity. Patient also reported double vision acuity in the right eye. Patient completed all post-ops. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -1.25 x 30, left eye pre-op 20/20 -1.75 x -1.00 x 173. Bcva from (B)(6) 2017: right eye post-op 20/40, left eye post-op 20/20. Bcva from 09/14/2017 right eye post-op 20/20 .00 x .00 x 90 left eye post-op 20/20 .00 x .00 x 90

Manufacturer narrative:
In the initial report the device manufacture date provided 11/1/2007 was incorrect. The correct device manufacture date is september 2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.